Event description:
It was reported that following a stent implant, a patient death occurred. The indication for the procedure was a dissecting abdominal aneurysm. An unspecified express stent was implanted; the patient expired seven days post procedure. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.